Manufacturer narrative:
Product event summary: the partial delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke while slitting. After having slit the lead, a significant portion of the inner catheter was still on the lead. The physician was able to grasp a portion of the remaining catheter with a hemostat and slit, again with difficulty, the remaining inner catheter from the lead. No patient complications have been reported as a result of this event.